Event description:
It was reported via clinical study that patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, patient was revised on (B)(6), 2012, due to aseptic loosening. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Reported event could not be substantiated from the evaluation. The tray shows some tissue ingrowth, but the type cannot be determined. The internal sterilization process also removed some of this ingrowth making a determination of the total ingrowth impossible. The loosening of the implant cannot be confirmed with only the tray, bearing, and locking bar returned. Examination of returned devices was inconclusive. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00607-1 / 00608-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00607 / 00608).